Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states that after 1 day of use, they noticed cuff did not inflate properly. Patient was reintubated. No patient harm reported. Pre-test was done.